Manufacturer narrative:
Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, the clamps are "excessively sharp" and are "cutting" the baby's skin when applied. The customer reported the incident caused "excessive bleeding" requiring "surgistat gauze and statceal powder for hemostasis." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the clamps are "excessively sharp" and are "cutting" the baby's skin when applied.